Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. The customer¿s blood glucose level was 200 mg/dl at the time of incident and current blood glucose level was 171 mg/dl. The customer alleged insulin pump was under delivering however did not report the reason. The customer was treated with insulin pump for high blood glucose level. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer performed displacement test and high pressure test and both the test passed. The customer¿s blood glucose level was 200 mg/dl to 250 mg/dl, 140 mg/dl and 250 mg/dl. The insulin pump will not be returned for analysis.